Event description:
It was reported that during functional check cardiosave intra aortic balloon pump (iabp) had an autofill failure and system failure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3; g6; h2; h11 corrected fields: h6 component code

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; d9 return to manufacture date; g3; g6; h2; h6 medical device ¿ problem code, type of investigation, investigation findings; investigation conclusion; component code; h11 a getinge field service engineer (fse) evaluated the unit and replaced the pim assy (d997-00-117) and performed functional check, repair done. Cardiosave is approved for clinical use and has passed all functional checks and safety tests according to factory specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 2 apr 2025. The failure analysis and testing dept. Received part number: 0997-00-1178 with a reported unit failure of the autofill. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. Part fails leak differential test and drive manifold test indicating there is a major leak. Confirmed the reported failure. Root cause is impossible to define. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. At.